Manufacturer narrative:
Visual inspection revealed that the cutting wire was kinked and broken, approx 14mm from the distal pierce hole. Both ends of the broken wire appeared melted and blackened, indicating that excessive current flowed through the device. The customer's complaint has been confirmed. The cause of the excessive current is unknown, although possible causes include: (1) improper tome positioning, allowing the cutting wire to contact the scope, resulting in an electrical short circuit, and (2) excessive power applied to the cutting wire due to improper generator settings. A review of the device history record (DHR) for the pertinent lot revealed no anomalies. A search of the complaint database did not identify any add'l complaints recorded for the same lot as the suspect device. The july 2007 15-month ultratome xl sphincterotome product family complaint trend chart was reviewed; no unfavorable trend was noted.

Event description:
On july 18, 2007, it was reported to boston scientific corp that an ultratome xl sphincterotome was used in an endoscopic retrograde cholangiopancreatography procedure (patient age and gender unknown). According to the complainant, once the wire was flexed (bowed) in the duodenum, the wire broke "near the tip of the tome." Follow up info obtained by bsc revealed that there was no detachment of the wire or any other part of the device. Reportedly, the physician removed the sphincterotome and successfully completed the procedure with a second ultratome xl sphincterotome device (20 mm wire length, shore nose). No patient complications were reported.